Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute onyx rx coronary drug eluting stents and a euphora ptca balloon catheter to treat in stent restenosis in a mildly tortuous and calcified lesion exhibiting 80% stenosis located in the distal lad. Both stents were inspected with no issues. Negative prep was not performed for both stents. The lesion was pre-dilated. Both devices passed through a previously deployed stent. Resistance was encountered when advancing both devices. It was reported that the first stent was unable to cross the lesion, upon removal stent deformation was observed. It is indicated that the stent was partially unraveled but still attached to the delivery system. A second stent was attempted of the same size to treat the lesion however also failed to cross the lesion and upon removal stent deformation was observed again with a strut of the stent becoming lifted. An attempt was next made to dilate the lesion using a 2.0x30mm euphora balloon, during inflation the balloon ruptured. No further treatment was completed. It is indicated that the patient was hemodynamically stable throughout the procedure and no adverse outcomes occurred. The patient is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Both stent devices passed through a previously deployed unknown brand stent. The euphora was positioned at the lesion in the normal fashion. The euphora had been inspected before use with no issues noted. The euphora was prepped as per the usual routine with no issues noted. If information is provided in the future, a supplemental report will be issued.